Event description:
Consumer complaint of some test strips reading "lo" blood results. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). The MFR acknowledges the lateness of this report.